Manufacturer narrative:
(B)(4). Medical product - unknown head, catalog#: ni lot#: ni, unknown stem, catalog#: ni lot#: ni, unknown cup, catalog#: ni lot#: ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This complaint occured in (B)(6).

Event description:
It was reported that the patient underwent a revision of the taper liner due to an unknown reason. During the procedure, the cup and liner were removed and replaced. No further information is known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause can be attributed to the liner removal tool not being used during removal of the cup/liner/screw construct. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of the taper liner due pain and metallosis. During the procedure, the removal tool could not be located and the liner could not be removed. The cup and liner were removed and replaced. No additional patient consequences were reported and no additional information is available at this time.